Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe stopper was defective/deformed. The following information was provided by the initial reporter: "there was 1 ea syringe in the box that was defective. The black rubber is along the side of the syringe and it's unable to be used." Injuries or adverse event: no medline reference #: (B)(4) item: 303310 quantity affected: 1 bx serial/lot number: (B)(6) po #: (B)(4) are any samples available for return? Yes

Manufacturer narrative:
One sample received for investigation. Through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Replacement of the disk transfer will be implemented.